Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with redness, inflammation, and pustules, at the needle puncture. The patient's parent reported that the patient was diagnosed with a staph infection and received a prescription for oral antibiotics (doxycycline). Besides this the patient received a prescription for mometasone 0.1% cream. At the time of the report the complaints the patient was having were still ongoing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.